Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, a rv lead revision was performed due to out of range impedance. The rv lead was capped and replaced. There were no adverse consequences to the patient and the patient left the procedure in good condition.